Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose. It was stated that the insulin pump delivered 10 units of insulin while the customer was sleeping. It was stated that the customer's blood glucose was checked and read 55 mg/dl. The customer ate and bolus 20 units of insulin. It was stated that the customer was unconscious on the floor. It was stated that the mother gave the customer a glucagon injection and called the ambulance. It was stated that the customer's blood glucose rose to 120 mg/dl, but the customer was unresponsive and was taken to the hospital. It was stated that the customer had a retrograde amnesia. No further information was provided.